Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the report, on (B)(6) 2015, a female patient, approximately (B)(6)-years-old, had a hero graft implanted. Vancomycin was administered peri-operatively. Tunneled groin catheter inserted. Then a tunneled catheter in the right jugular was exchanged for a voc which was then tunneled to an incision in right shoulder. Right brachial artery exposed and agc tunneled from shoulder to elbow. Voc position confirmed then connected to agc. Incisions closed. Post-operatively the patient developed a chest infection and then a systemic infection. As of (B)(6) 2015 the patient is recovering but still hospitalized. Although this report is submitted for product code hero 1001, product codes hero 1002 and hero 1003 were also investigated.additional information was requested, including contact information for the surgeon, if there were positive pre-implant cultures, additional information regarding the chest infection and if culture results were available, culture results for the systemic infection, operative notes and information on the patient's comorbidities, and patient outcome. A second attempt was made to gather the information via email on 06/05/2015. The distributor was unable to gather information other than "there was no issue connected with graft itself but postponed in time implantation so there is nothing to be worry and additionally patient went out from ICU." A final attempt to receive additional information was made via letter to the surgeon; however, as of the time of this report no response had been received.the manufacturing records for lots h15vc003 (hero 1001), h15av001 (hero 1002), and h14ak016 (hero 1003) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. A review was performed of the available information. The hero graft instructions for use (IFU) lists infection as a potential complication. The patient selection considerations listed in the hero graft IFU states the patient should be screened for infection and ensure infection is resolved prior to the hero graft implant procedure. It also states to prophylactically treat the patient in the peri-operative period with antibiotics based upon the patient's bacteremia history. As in this case, the patient was treated with vancomycin peri-operatively, but patient history of infection is unknown. Infection is a known complication of all prosthetic arteriovenous (av) grafts. Additional information regarding this event is not available. Treatment of the systemic infection is unknown and sample cultures were not available. At this time, the role of the hero device in this post-operative infection cannot be determined.

Event description:
According to the report, on (B)(6) 2015, a female patient, approximately (B)(6)-years-old, had a hero graft implanted. Vancomycin was administered peri-operatively. Tunneled groin catheter inserted. Then a tunneled catheter in the right jugular was exchanged for a voc which was then tunneled to an incision in right shoulder. Right brachial artery exposed and agc tunneled from shoulder to elbow. Voc position confirmed then connected to agc. Incisions closed. Post-operatively the patient developed a chest infection and then a systemic infection. As of (B)(6) 2015 the patient is recovering but still hospitalized. Although this report is submitted for product code hero 1001, product codes hero 1002 and hero 1003 were also investigated.

Event description:
According to the report, on (B)(6) 2015, a female patient, approximately (B)(6)-years-old, had a hero graft implanted. Vancomycin was administered peri-operatively. Tunneled groin catheter inserted. Then a tunneled catheter in the right jugular was exchanged for a voc which was then tunneled to an incision in right shoulder. Right brachial artery exposed and agc tunneled from shoulder to elbow. Voc position confirmed then connected to agc. Incisions closed. Post-operatively the patient developed a chest infection and then a systemic infection. As of (B)(6) 2015 the patient is recovering but still hospitalized.